Event description:
During an in-clinic follow-up, increased pacing impedance was detected on the right ventricular (rv) lead. Lead damage was suspected, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed.